Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, an auto mode switch episode showed oversensing of an unknown signal in addition to intermittent far r-wave oversensing. No device intervention was performed. The patient was stable before, during, and after the interrogation and will continue to be monitored.